Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that she could not stop peeing her pants every second. The patient noted that the change in symptoms was sudden. She stated she felt faint stimulation but confirmed that therapy was off. The patient was reviewed that therapy needed to be on in order for it to be effective. The therapy was turned on but it was too early to tell if the symptoms had resolved. The patient did not know how stimulation got turned off and wondered how it was possible to feel slight stimulation when it was off. The patient was reviewed that some patients can feel residual stimulation when the device is off. The patient stated that she had tried increasing stimulation 2 days ago and was able to increase from 2.0 to 2.1 where she felt stimulation. The patient stated that she may have turned stimulation off the day of report during the call or maybe the stimulator had been off the whole time because the symptoms started to return when she last used the patient programmer. The patient was assisted in increasing stimulation until she felt it strong and in the correct location. The patient noted that when she turned stimulation up too high it was uncomfortable but she was always able to resolve that by turning it down. The patient stated she would monitor her symptoms but she thought they were probably back because her device was off. The patient stated she would follow up with the healthcare professional if they didn't improve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.